Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states tilt release handle broke off the assembly. MDR filed.